Event description:
Allegedly, patient was revised due to unknown. Components not revised ": cotyle "anca" avec trous a/revet. Hap 54 ppr67254 t01116705 insert ceram ancafit 28/40 50-52-54/28 ppr67510.